Event description:
It was reported that the safety mechanism on the bd saf-t-intima¿ IV catheter safety system did not cover the needle after use. The following information was provided by the initial reporter: "after line insertion, needle sheath process done but plastic did not cover needle -needle left exposed. Needle stick risk."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the safety mechanism on the bd saf-t-intima¿ IV catheter safety system did not cover the needle after use. The following information was provided by the initial reporter: "after line insertion, needle sheath process done but plastic did not cover needle -needle left exposed. Needle stick risk."